Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An interlink adapter leaked during an infusion which caused radioactive material to leak onto the patient. The infusion was being delivered to the patient via an interlink IV (intravenous) catheter extension set/malell adapter. The customer stated that the cause of the leak was due to ¿a change in the design¿ (not further specified). The patient was receiving an infusion of technetium-99m for an unreported indication. Subsequently an unspecified amount of the technetium-99m leaked onto the patient at an unspecified location. It was reported that the patient did not present symptoms from the event and it was unknown if the patient required medical intervention. No further detail was provided regarding the patient¿s outcome. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.